Event description:
Product analysis of the pulse generator indicated there were no anomalies found with the pulse generator. As received the device could not be interrogated due to an end-of-service battery condition. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. The module performed according to functional specifications. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. A single section of the lead assembly was returned for analysis in one piece with the lead connector portion still attached to the pulse generator header. A continuity check performed between the setscrew and the end of the lead portion attached to the pulse generator verified that proper contact between the setscrew and the lead pin was present. Neither abraded openings nor any lead discontinuities were identified. The positive coil was observed to be stretched along the returned lead portion. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
A provider reported that a vns patient had expired for an unknown reason on (B)(6) 2014. An online obituary confirms that the patient died on (B)(6) 2014 but no cause of death is stated. Follow up with the provider indicated that they did not have any cause of death information and did not recall how they became aware of the patient's death. The provider accessed hospital records but did not find any hospitalizations/death events for the patient in their hospital system. The patient's last visit was on (B)(6) 2014 and the vns device was functioning normally at that time. The provider did not know what the patient's overall response to vns was but noted that the patient had intractable seizures and was still experiencing some seizures with vns. The provider did not know of any condition that would make the patient susceptible to sudep. Funeral home representatives were contacted but were unable to release any information regarding cause of death or device status due to privacy concerns. Per minnesota state law death certificates with stated cause of death are only released to spouse, child, attorney, or legal representative of the estate or to an individual who has a notarized release statement from a family member. Review of available programming and diagnostic history revealed no anomalies. An internal sudep classification indicates the death is possibly related to sudep.

Event description:
Follow up with the medical examiner's office indicated that the cause of death was determined to be sudep (sudden unexplained death in epilepsy) and the manner of death was classified as natural. An internal sudep classification indicates the death is definitely related to sudep. The medical examiner had possession of the explanted pulse generator and a portion of the explanted lead. The devices were returned to the manufacturer and are currently undergoing product analysis.

Manufacturer narrative:
Corrected data: supplemental report incorrectly indicated the date of explant to be (B)(6) 2014, the correct date of explant is (B)(6) 2014.

Manufacturer narrative:
Type of reportable event; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.